Manufacturer narrative:
(B)(4). Results of investigation: the service technician was unable to duplicate the reported issue. All testing was performed using a good known ac adapter as well as a good known test patient circuit. The ventilator passed a 90 hour duration test using the customer's ventilator settings. The ventilator passed the ltv service final test, which includes many ventilation and alarm functions. Internal inspection did not reveal any abnormalities with the ventilator.

Event description:
The customer reported that while on a patient, the unit was reported to have a "ramped up respiratory rate." The lights came on and unit alarmed during this incident and the patient was placed on their backup ventilator. The customer does not know what alarm was displayed. The customer reported that there was no patient harm or injury.